Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the anchor tip at the end of the metal shaft appears visibly damaged. The uppermost section of the anchor is broken off. Below the broken area, a helical or screw-like feature remains wrapped around the shaft and appears intact. The damage is localized to the very end of the anchor component. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excesive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff repair procedure, that the helicoil knotless anchor became deformed during implantation. The procedure was resumed after a 20-minute surgical delay, using an equivalent smith and nephew back up product on the originally drilled bone hole and leaving no void in patient. Patient is fine and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor and distal plug were returned on the device with no visible defect other than bio debris. The proximal anchor has been fractured. The fractured portion was not returned. The insertion device has no visible defect. A material characteristics assessment found that based on the condition of the product material found during visual inspection, it was determined that additional material testing is not required. An image evaluation was performed and found the anchor tip at the end of the metal shaft appears visibly damaged. The uppermost section of the anchor is broken off. Below the broken area, a helical or screw-like feature remains wrapped around the shaft and appears intact. The damage is localized to the very end of the anchor component. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include excesive force to the device. Based on this investigation, the need for corrective action is not indicated.